Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: (B)(4) should not have been applied in regulatory report # 3004209178-2017-08288. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a consumer and a healthcare professional (hcp) receiving fentanyl and dilaudid at an unknown concentration and dosage via intrathecal drug delivery pump for spinal pain. The date of the event was unknown. The reporter heard the pump alarm on (B)(6) 2017 but the patient had heard the alarm for some time (date unknown). The pump quit working and it was further clarified that the pump was empty. The patient was to follow up with the healthcare provider. The event was not resolved. The patient experienced a gradual change in therapy/symptoms. In 2016, the patient had open sores on both legs. The patient had cellulitis in both legs prior to the implant but the open sores were new since implant and was due to the progression of lou gehrig disease. The patient was currently on hospice due to the natural progression of lou gehrig disease. Due to the illness, the patient was not able to be put under and it was not safe for him to have surgery. The lou gehrig disease was terminal and was progressively worse. No further complications were reported/anticipated.